Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. No other issues were noted on the lead. On (B)(6) 2005, the lead was capped and replaced. Patient was stable throughout.